Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that all phenomenon's were caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli (white light imaging) and nbi (narrow band imaging) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to damage on insertion pipe, insulation resistance value does not meet specifications, scratches, chips, and cracks found throughout the device, due to damage on bending tube, bending angle in up direction exceeds the specifications, due to damage on lock engagement lever, bending section cannot be fixed firmly, due to damage on charged coupled device (ccd) unit, a noise image occurs, and indication on video plug section is not correct. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak. During inspection and evaluation, no images due to damage to the imaging unit; no images due to noise caused by a damaged circuit board in the video connector section, and ; due to damage to the circuit board in the video connector section, the screen goes blank, and no image is produced. (The image is restored.) There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.